Event description:
It was reported that the patient underwent a left comprehensive reverse total shoulder arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2014 due to a fractured humeral tray. The humeral tray and humeral bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product return date is december 22, 2014. Examination of returned device found that the tray is fractured as stated in the complaint. Product meets design specifications and the device left biomet control conforming to print specification. The package insert identifies in the warnings and the possible adverse effects sections about excessive activity being implicated in device fractures.